Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis ba system. During an interventional procedure, the user reported no communication of the real-time computer. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be corroded contacts on the socket of the network card. The investigation of the event log files showed several occurrences of losing and automatically regaining communication to the real time controller (rtc). The reported issue had occurred intermittently for several weeks prior to the reported event. According to the log file, each time of occurrence the communication was lost for a couple of seconds. As a result, the system switched into the bypass mode. In this mode only live continuous fluoroscopic imaging with reduced image quality is available without last image hold (lih) functionality and without the possibility of storing / reviewing the acquired scenes. The cse unplugged and re-inserted the hub card for troubleshooting. A good contact was reestablished and the reported system behavior did not reoccur. No parts had to be exchanged and no corrective action is planned based on the present event.